Event description:
During placement of the acl graft on the femoral side with a metal interference screw, the guidewire broke off. The guidewire was left in place, as removing it would have caused harm to the patient. The knee was brought into extension and showed no impingement from the guidewire.